Event description:
A 20 - mm carotid ophthalmic aneurysm was treated in 2002 with a combination of platinum coils and microvention hydrocoil embolic system (hes) platinum/polymer coils. The number and sizes of the coils used are unk. About 3 weeks later, pt was diagnosed with aseptic meningitis. Pt was treated with steroids and symptoms totally resolved. The physician did not attribute meningitis to embolization coils used. Above details were not provided by physician until 2/2005.